Manufacturer narrative:
A1: patient information: no patient involvement. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: PMA/510(k): k130520. The actual sample was discarded by the involved facility. No anomaly was found in the manufacturing history record and the shipping inspection record of the actual product. No other similar report of the product with the involved product code/lot number was found. As a cause of this case, it was inferred that since the bundled tube was partially crossed, when the tube was straightened up during setting, it formed a knot. However, since the actual sample was not returned and its condition was unknown, it was not possible to clarify the cause of occurrence. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that a knot in the sampling line was found during set-up. Therefore, the re-transfusion side of the sampling line was removed, and the knot was untied to use. The procedure outcome was not reported. The event occurred pre-treatment; therefore, there was no patient involved or harmed.